Manufacturer narrative:
Calibration and controls were acceptable. There was no indication of a reagent performance issue. A review of alarm trace data showed numerous sample quality related alarms on the day of the event. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with magnesium gen.2 on a cobas c 503 analytical unit. The sample initially resulted in a magnesium value of 3.4 mg/dl. The patient's provider questioned the result because it was higher than expected. The sample was repeated on a different instrument, resulting in a value of 1.9 mg/dl. The repeat value was deemed correct.

Manufacturer narrative:
The magnesium reagent lot number was 88725501, with an expiration date of 31-mar-2027. The field service engineer determined the probe had no flow and had gel on it. The probe was replaced and adjusted. Precision studies were performed. The investigation is ongoing.